Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic hernia repair (tep) the sheath around the structural balloon trocar came off the trocar and was in the patient and had to be retrieved. To resolve the issue in order to complete the case, the doctor went in an took out the plastic. There was no injury to the patient.